Event description:
It was reported that the pt had seroma pockets at the catheter site five times that caused ulcers in the area. The pt had four revisions of the catheter before the pump was removed in 2008. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.